Event description:
It was reported that when opening the product to use it in procedure, it was verified that it was perforated. Device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a punctured catheter was inconclusive due to poor sample condition. Two photo samples and one video sample of a dl perqcath catheter were provided for evaluation. The first photo sample appears to show the perqcath and stylet within a plastic bag. A sticker label containing patient information is shown. The second photo shows a 4 fr dl perqcath catheter kit label with lot: rebw0616. The video sample shows the perqcath catheter outside of patient use. The green colored lumen is being flushed with a 10 ml slip fit stylet syringe. Water is observed to flow out of the distal end. The use is using a pulse motion during infusion. The syringe is then attached to the second infusion hub and infused. Water is observed to flow out of the distal end. No apparent leaks or catheter damage can be clearly seen through the video provided. Since evidence of the reported issue could not be clearly seen, the complaint remains inconclusive at this time. Based on the description of the reported event, possible contributing factors include stylet damage, sharp instrument damage, and damage during handling. A lot history review (lhr) of rebw0616 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0616 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the product to use it in procedure, it was verified that it was perforated. Device was not used on the patient.